Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. Microscopic inspection noted scratches on the inner tube of the dlu. The articulation knob functioned properly. The instrument was applied to the appropriate test media for functional testing. The first tack deployed but did not seat properly in the test media. Tack hang-ups were experienced with the second and third firing. The instrument was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu) indicated by the scratches on the inner tube of the sulu and the damage to the spur gear. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when fixing the implant during a laparoscopic procedure, the first device had difficulty with loading the reload onto the handle and pressing the push to reload button while the second device also had difficulty with loading the reload onto the handle, pressing the push to reload button and the reload was not securely fastened onto the shaft. Another device was used to complete the case. There was no patient injury.